Event description:
The patient reported that they developed an infection around the extension product that connects the lead and the scs pulse generator devices together. The representative redirected the patient to report symptoms to their hcp. The patient indicated they cannot consult with their current managing physician; the patient provided that his current physician is not willing to see him. The representative provided the patient with names of several physicians located in his geographic area. The product has not been returned to the manufacturer; it is unknown if the device remains implanted.

Manufacturer narrative:
.